Manufacturer narrative:
(B)(4). Orange indicator did_not show up, malformed clip. The el5ml was received with jaws in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. It fired eight clips conforming to manufacturing specifications. Although, no opening issues were noted during testing, a corrective action has been initiated. Finally, the device locked out as intended but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted colon procedure, the first clip fired properly. The second clip fed into the jaws; however, when the device was closed on the mesentery tissue, the clip would not fire and the device became locked on tissue. The surgeon had to pull the device to remove and bleeding occurred. The clip fell inside the patient which was retrieved with a grasper. The surgeon fired the device a third time and the jaws locked in the closed position; they are still in the locked position. The amount of blood loss is unknown. The patient did not receive a blood transfusion. A 10mm clip applier was used to control the bleeding and complete the case. There was no adverse consequence to the patient reported.